Event description:
I had a nevro hf-10 spinal cord stimulator. It was implanted in fall 2021. It worked great. I was able to go on a 2 mile walk with my dog with no ill effects. The problem came in early 2021 when I noticed the pain increasing. I believed it failed sometime in the spring of 2021. That was proven when I stopped charging it and noticed no difference in pain levels. Because of the unremitting pain, I got another CT and there was enough on the film to get me a hardware surgery anterolisthesis. In prepping for the surgery, the surgeon asked me if I wanted the spinal cord stimulator removed. Since it had stopped working I said ok. The problem came in spring of 2022 when I began to get intense pain where the battery was implanted (left side of my back--rear of my love handle - sorry, I don't know the precise term). Today, I still have intense pain where the battery was. My pt therapist said it is scar tissue. It's a lot of scar tissue. I was never told what happened to the device. How did it fail? I don't know. Was never told what happened. I don't believe that it's my fault that I used the product correctly and it failed within months of use. Does the surgeon have an obligation to tell the FDA about the failed device? What happened to the device? I'm left with intense scar tissue. I'm paying a high price for a product which failed. Please help me with this.